Manufacturer narrative:
Block h6 device code a0401 is being used to capture the reportable event of suture break.

Event description:
It was reported to boston scientific corporation that an overstitch 2-0 polypropylene suture was used in an endoscopic sleeve gastroplasty procedure on (B)(6) 2024. The physician report that during the procedure the suture broke. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Correction: boston scientific corporation does not have a regulatory/contractual obligation to report for this device. Assut europe spa owns all product approval, vigilance reporting, and post market surveillance responsibility. Therefore, this event was reported in error. With all the available information, boston scientific concludes that the most probable root cause assigned is known inherent risk of device. Overstitch 2-0 polypropylene suture is known and documented in the labeling and all reasonable steps have been taken. The returned suture was analyzed, and it was determined that the suture broke, for this reason the reported event was confirmed. Block h6: device code a0401 is being used to capture the reportable event of suture break.

Event description:
It was reported to boston scientific corporation that an overstitch 2-0 polypropylene suture was used in an endoscopic sleeve gastroplasty procedure on (B)(6) 2024. The physician report that during the procedure the suture broke. There were no patient complications reported as a result of this event.